Manufacturer narrative:
Additional information provided: the customer¿s report of a leak from the smartsite port on the drip chamber during an infusion was not confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Damage was visible on the blue piston of the smartsite attached to the drip chamber. Further visual inspection under magnification of the smartsite attached to the drip chamber revealed damage that appears to be a puncture hole (from a needle or similar sharp object) in the blue piston. No other damage or anomalies were observed on the remainder of the set. Functional and pressure testing was performed; blue dye water was observed flowing through the tubing. No leaks were observed on any part of the set and its components. The root cause of the customer¿s report was not identified.

Event description:
The customer reported a leak from a smartsite during an infusion of oncaspar 1500 units. The clinician in attendance noticed dripping coming form the port near the drip chamber and stopped the infusion. The tubing and medication were replaced and the infusion completed without incident

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a smartsite during an infusion of oncaspar, dosage and rate not specified. There was no patient harm.